Event description:
It was reported by the affiliate that when the device was used during a bariatric surgery procedure (capella technique), the staples fell out before use. Another device was used to complete the case. There was no consequence to the patient.